Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event has been evaluated. The complaint is confirmed as the delivery pusher was stretched and broken. The device exhibits evidence of excessive force. Reference (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Event description:
The customer reported that during the embolization treatment of a right posterior communicating artery (p-com) aneurysm, the coil was detached successfully. Upon withdrawal, the distal segment of the delivery pusher stretched and broke. Another coil was advanced within the catheter unsuccessfully. The catheter was cut and removed. The catheter was examined and found to contain the broken segment. The entire system was removed without incident. No harm or injury was reported.